Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter: material no: 382534, batch no: 9269767. It was reported that needle failed to retract the needle after advancing the catheter. Upon removing the needle, nurse accidently stuck herself with the dirty needle. Detail: nurse was starting peripheral IV with 20 g needle, when she pushed the button to retract the needle after advancing the catheter, the needle did not retract. She pushed the button several more times and was unable to get the needle to retract into the safety device. Upon pulling the needle out of the catheter, she then accidentally stuck herself with the dirty needle. The needle was discarded but the packaging is still at the facility. Not reported to vendor representative.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract during use. The following information was provided by the initial reporter: material no: 382534 batch no: 9269767. It was reported that needle failed to retract the needle after advancing the catheter. Upon removing the needle, nurse accidently stuck herself with the dirty needle. Detail: nurse was starting peripheral IV with 20g needle, when she pushed the button to retract the needle after advancing the catheter, the needle did not retract. She pushed the button several more times and was unable to get the needle to retract into the safety device. Upon pulling the needle out of the catheter, she then accidentally stuck herself with the dirty needle. The needle was discarded but the packaging is still at the facility. Not reported to vendor representative.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: (B)(6) 2020. Investigation: bd received three unused 20 gauge insyte autoguard blood control units from lot 9269767 for evaluation. Our quality engineer visually inspected the returned unit and observed no mechanical/physical damage to the units. Next, a hub twist test was performed on each unit by depressing the retraction button. Each unit was able to retract successfully with no issues. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.